Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted right ventricular (rv) and left ventricular (lv) leads exhibited a sudden rise in thresholds. The rv lead was removed and a new lead was implanted. The lv lead was removed and there was to be no replacement. No patient complications have been reported as a result of this event.